Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in two pieces with helix found extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-95080. During an in-clinic follow-up, loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed, which confirmed lead dislodgment. During an attempt to reposition, the set screw was not able to be tighten on the header of the pacemaker. The device and ra lead were explanted and replaced to resolve the event. The patient was stable.